Event description:
It was reported that the device presents bubble alarm. There was patient involvement, and it occurred during infusion at patient home. Additionally, the alarm occurred at the hematology outpatient clinic. The problem was fixed by removing the pump and the patient was hospitalized to continue the therapy. The event caused a small delay in therapy because the pump doesn't administer the drug, there was no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be duplicated or confirmed. During visual inspection it was found that the downstream occlusion(dso) seal was detached. The dso seal was replaced.